Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin leaked due to customer attempting to remove plunger and o'ring was also pulled out. Customer's blood glucose was 16.0 mmol/l. Customer was advised on how to loosen plunger prior to filling reservoir.

Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they were functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.